Event description:
Two extra small torosa testicular prostheses were opened for use. They both had pin holes in them in the same spot and they were from the same batch. Neither were able to be used in patient and there were not more extra smalls in stock.